Manufacturer narrative:
The console was examined by a field engineer. Diagnosed bad r driver. A new driver assembly was installed. System operating as per manufacturers specifications. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6), the driver had been diagnosed defective and slip during use which caused the procedure to be rescheduled and aborted since it occurred in the middle of the procedure. No additional medication required. No other information available.